Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the ER via ambulance after receiving multiple hv therapies. Patient experienced electrical storm outside the house and describes seeing a flash of lightning then another flash inside the house. This immediately preceded the onset of hv therapies. Noise was observed on the ventricular channel. The lead was capped, and the ICD was explanted.